Manufacturer narrative:
The supplemental report is being submitted to provide the investigation conclusion. Technical services provided the reagent information and hotline information. No contact information was provided, therefore, technical services could not provide the customer with safety data sheet. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Not withstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. A product deficiency was not reported or found. A supplemental report will be provided if any additional is obtained.

Manufacturer narrative:
The mother was advised of sodium azide being present in the reagent and to contact the poison control center as well as to wash the child's nose with water as she had already done. The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The consumer's mother reported her child may have accidentally put the swab tip on their nose while the mother was attempting to test the child with the binaxnow covid-19 antigen self test. Per the mother, six (6) drops of reagent solution were already on the test card. The child grabbed the swab, inserted it on (sic) the test card containing the reagent solution and then put it on her nose "because she forgot to take a sample". The mother immediately stopped the child from putting the swab tip on their nose but was not sure if the swab made contact with the nose before she was able to stop the child. The mother also reported that a small amount of reagent solution was present on the swab tip when the child placed it towards her nose. The mother rinsed the child's nose quickly and noted that 20 minutes following the event, the child had not experienced any reaction, irritation or "weird" sensation. Although requested, additional information was not provided.